Event description:
Customer reported issues with the enlite sensor. Customer states that the sensor glucose and the blood glucose values are off. Customer removed the sensor and noticed that it was slightly bent. Customer stated that she has a problem with taking the insertion device off of the sensor. The blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor failed per specification due to low readings. Also found cannula was bent. Unable to confirm if customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.